Manufacturer narrative:
Additional information added to d10, h3, h6 and h10 h10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. A leak test of the outer side and the blood side of the product was performed and no leak was observed. The product was tested with dispers red solution and also no leak was observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three hours into treatment with a polyflux 140h dialyzer, an external blood leak was observed from the arterial port connection. The volume of the leak was 5 ml. The filter was replaced with another polyflux 140h and the treatment was completed. There was no patient injury or medical intervention associated with this event. No additional information is available.